Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving clonidine 800mcg/ml at 230.2mcg/day, bupivacaine 16mg/ml at 6.4mg/day and dilaudid 25mg/ml at 1 mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the pump ran out of medication and saline was put into the pump because they did not have the medication to fill it. The patient was experiencing withdrawal which was a sudden change in therapy. The patient¿s pain returned and the patient was very drowsy. Yesterday, they put medication in the pump and programmed a bridge bolus that still had ¿177¿ remaining. The reporter wanted to know if they could cancel the bolus and prime or what other options they had and it was reviewed that they could calculate to see if the old medication had cleared or aspirate through the cap (catheter access port). No further complications were reported.